Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer's blood glucose level ranged from 88-104 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Upon follow up, the customer declined further assistance or troubleshooting from tandem technical support. No additional information provided.